Event description:
It was reported that the pump basal rate is slower based on the rate that boluses are delivered. The customer indicated blood glucose levels were "off target".

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.